Event description:
User experienced a water leak coming from the instruments internal water reservoir onto the floor. No patient results were affected by this issue and no one has slipped/fallen. The field service representative determined the cause to be due to a defective float switch, and replaced the internal water pump as well as the float switch. Performance test were performed.